Event description:
Related manufacturer reference number: 2017865-2022-19558. It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead and right ventricular lead exhibited noise oversensing. No intervention was performed. The patient was stable.

Event description:
New information received noted that the right ventricular lead and the right atrial lead were explanted and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush fracturing all five filars of the outer coil and damaged the inner and outer insulations at the middle region of the lead. The cause of the reported event was due to the fractured outer coil, and damaged inner and outer insulations consistent with clavicle crush.